Event description:
It was reported that when stimulation was turned on there was a pain down the patient's leg. This pain occurred following a fall. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Implantable neurostimulator (ins) model 3058 serial # (B)(4) implanted: (B)(6) 2011 explanted: unknown lead model 3093 lot # v331912 implanted: (B)(6) 2011 explanted: unknown patient programmer model: 3037 serial # (B)(4) implanted: na explanted: na lead model 3093 lot # v649838 implanted: (B)(6) 2011 explanted: unknown patient programmer model: 3037 serial # (B)(4) implanted: na explanted: na.